Event description:
Surgeon reports pt developed marked iritis with intraocular lens deposits and cystoid macular edema following intraocular lens implantation. The event was treated with topical steroids and is reported to be improving. Visual acuity prior to event was reported to be 20/30. Current visual acuity is 20/100.